Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed with a power error. The power error had been reoccurring every 4 hours. The battery compartment was cracked. No further details were provided. The customer's blood glucose was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Low battery alarm was confirmed in the history file and then power error was triggered when backup battery unloaded voltage (ul vlith) was less than 3.7v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. Unit received with cracked battery tube threads, minor scratches on case, cracked select button keypad overlay, cracked case corner of the belt clip rails near the battery compartment and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.